Manufacturer narrative:
(B)(4).

Event description:
Covidien received information stating that during use on a patient, the proximal (prox) flow measurements were lower than the set tidal volume (vt) than those set on the 980 ventilator. It was reported that the patient's carbon dioxide (co2) level and work of breathing (wob) increased when the prox flow measurements would not match the settings. The patient was removed from the ventilator and placed on an alternate ventilator. Information regarding the patient outcome was not provided.

Manufacturer narrative:
(B)(4). An investigation was conducted on the unit supplied by the customer, which initiated a complaint. The ventilator passed all of the testing that was performed, although it was noted that delivered volume appeared to be low relative to the set target (still remained within specification). Based on the investigation conducted, the ventilator evaluated operates within specifications.